Event description:
Sjm rep was called in to turn off device since the patient was in hospice care and near end of life. The patient received shocks and a magnet was placed over the device. Upon interrogation, the device was found in hardware reset with no high voltage therapy. The patient expired due to cancer.